Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution. Device failure confirmed by surgeon during revision surgery.

Event description:
Reporter indicated that a pt was undergoing full revision surgery due to a seroma and foreign body reaction located under the neck incision site. Further investigation revealed that the pt was also experiencing an increase in seizures. It is unk if the seizure level was above pre-vns levels. Pt was no longer having voice alteration with device stimulation. The surgeon indicated that the pt had experienced a traumatic event which dislodged the electrodes from the nerve and fractured the leads. Preoperative x-rays reviewed by the surgeon confirmed that the electrodes had migrated off the vagus nerve. An ent determined the pt had left vocal paralysis believed to have been as a result of the scarring of the vagus nerve from the trauma which dislodged the electrodes from the nerve. Postoperatively, the surgeon indicated that there was fluid surrounding the lead and the generator. Surgeon also noted an area of inflammation around the anchor together which had a "greenish reaction to the plastic." Samples were sent to pathology and the gram stains for bacteria were negative. The surgeon confirmed that the leads had fractured and that the electrodes were no longer attached to the vagus nerve. The detached electrodes were surrounded by a fluid which "appeared purulent". These samples were also sent to pathology which showed that the gram stains for bacteria were negative but an increase level of white blood cells was noted. It was also observed that there was scarring of the vagus nerve which is believed to be caused by the migration of the electrodes. The site has discarded the explanted products. Due to this possibility of the future infection, the surgeon decided to not immediately re-implant the pt. The pt is currently scheduled to be re-implanted.